Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient fell on the stairway in 2007 and hit the right side of his head against the wall. From then on, the patient was no longer able to hear with his device. Testing was carried out, which showed 11 electrode channels with high impedances and the ground path impedance being indeterminable, indicating that the device has malfunctioned. Reimplant surgery is planned for during the christmas holidays.